Event description:
In 2004, the patient reportedly experienced sound percept problems and a pain sensation. Prior that year, the patient was seen at the center for device evaluation. External equipment was exchanged. During testing, the patient reportedly experienced sound percept problems and a pain sensation. Programming adjustments were made. However, the problem was not resolved. Six days later, the patient was seen by a company representative for device evaluation. Testing performed confirmed that the device was functional. The following month, the patient was seen by a company representative for further device evaluation. Testing performed confirmed a device malfunction. Surgery was scheduled to explant the patient's device.